Event description:
Consumer claims to have fallen asleep while using a heating pad and awoke to find burns to her lower back. Photographs suggest she sustained a 2nd or 3rd degree burn the size of a silver dollar on her buttocks.

Manufacturer narrative:
Consumer was sleeping while using the heating pad which is a direct violation of the instructions and warnings provided. It appears from the location of the burns on the consumer's buttocks that the consumer was sitting/leaning against the heating pad which is another violation of the instructions and warnings provided. We will supplement this report once we are able to examine the heating pad, if necessary.